Event description:
A visitor exited a department and was standing in the hallway when a radiology technologist came around a corner pushing a portable x-ray machine and ran into the visitor with the machine. The visitor fell to the floor and sustained a 10 cm half circle laceration to the posterior left lower extremity that required sutures.